Event description:
Information was received indicating that the cadd legacy 1 pump displayed error 1720. The malfunction occurred during testing.

Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis. Functional testing was performed. The customer's reported problem was confirmed. The pump was found to be displaying "1720" error code message on power up when batteries are inserted during the investigation. It was recommended that the backup capacitor to be replaced.